Event description:
It was reported that "handle was locked in the middle of the application, staples were not opened properly when attached to skin, st aples were twisted when applied, and the handle got stuck. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "4 patients were involved. The failures observed were: the handle stuck mid-application on two of the units; staples not opening properly on one of the units; and staples twisted when applied on one of the units. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 4 units involved. Associated mdrs: 3003898360-2025-00844, 3003898360-2025-00848, 3003898360-2025-00846 and 3003898360-2025-00845.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 11 staples remaining in the cover block, indicating that the customer fired at least 24 staples. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device was disassembled. Minor die casting anomalies were discovered on the forming tool. The anomalies did not prevent proper functionality of the device during functional testing. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "bent/deformed - staple forming assembly" could not be confirmed. Upon functional inspection, all remaining staples were able to be fired, and no issues were observed with the returned stapler. No bent or deformed parts were observed in the staple forming assembly. The device was disassembled. Minor die casting anomalies were discovered on the forming tool. The anomalies did not prevent proper functionality of the device during functional testing. The received sample for this complaint number was of lot 73b2500530 and the complaint reported the lot of 73c2500629. No functional defect was found, but since the lot received does not match the lot reported, the root cause is undetermined. The probable cause of this complaint issue could not be determined based upon the information provided and the returned sample. There were no functional issues found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "handle was locked in the middle of the application, staples were not opened properly when attached to skin, st aples were twisted when applied, and the handle got stuck. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "4 patients were involved. The failures observed were: the handle stuck mid-application on two of the units; staples not opening properly on one of the units; and staples twisted when applied on one of the units. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 4 units involved. Associated mdrs: 3003898360-2025-00844, 3003898360-2025-00848, and 3003898360-2025-00845.